Event description:
The customer reported that the device failed the 100 joule test. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the 100 joule test. No pt involvement was reported. The customer was informed that this device has been out of support since (B)(4) 2006 and parts are no longer available. The device remains at the customer site. Based on the customer's report, we will consider this a malfunction. We cannot determine the cause.